Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm 3300tfx valve in the pulmonary position is failing due to endocarditis (mssa),severe stenosis, calcification and thickening of leaflets, after an implant duration of 8 years, 2 months. Physicians elected to stent the valve and the membrane in the rv to facilitate flow. The patient is now scheduled for tpvr as a temporizing measure until bloodstream infection can be cleared and he can undergo a definitive surgical repair. Per medical records, the patient presented with pv ie and tv stenosis and regurgitation leading to multifactorial shock and emergent ttvr (2024-17385-01). Echo report on 7/9/24 identified well seated pulmonary valve with mild thickened cusps, mild calcified cusps. With small mobile component within the valve structure. No evidence for vegetation on the visualized segments of transvenous pacemaker leads or on the bioprosthetic tricuspid valve. Per information received, valve-in-valve case aborted due to subvalvular gradient identified on angiogram. Physicians believed that implanting a new valve would not have helped the gradient.

Event description:
It was reported that a 23mm 3300tfx valve in the pulmonary position is failing due to elevated gradient after an implant duration of 8 years, 2 months. Physicians elected to stent the valve and the membrane in the rv to facilitate flow. Per information received, valve-in-valve case aborted due to subvalvular gradient identified on angiogram. Physicians believed that implanting a new valve would not have helped the gradient. Instead physicians elected to stent the valve and the membrane in the rv to facilitate flow.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.